Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported posterior tear in a patient's right eye during irrigation and aspiration portion of a laser assisted cataract procedure. Everything was reported to have went well up until that point. Doctor is not sure how the tear occurred. An anterior chamber intraocular lens was placed in the sulcus and centered. No vitrectomy was need and one nylon stitch was placed. Laser is not thought to be the cause of the tear.

Manufacturer narrative:
Additional information provided. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the cataract system. The customers reported event was not able to be confirmed. A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).